Event description:
Pt had a history of metastatic prostate cancer, admitted to undergo placement of multiple inferior vena caval stents for ivc compression. The patient had 4 intravascular stents placed, 2 suprarenal and 2 infrarenally. Pt developed altered mental status and decreased hematocrit. An echocardiogram was done two days after insertion, that showed that one of the stents had migrated into the heart, traversing the tricuspid valve. The patient was transferred to an outside facility for removal of the stent and died 4 days postop.